Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the cryoablation balloon was introduced into the sheath, air bubbles were observed within the sheath and an irrigation pump alarm sounded indicating air in the system. The catheter was removed and the sheath was flushed until all air had been removed, but when the balloon was reintroduced, air bubbles reappeared. This occurred on three separate balloon insertions, and it was alleged that the sheath valve failed to prevent air from entering the sheath. The physician re-advanced the guidewire and exchanged the sheath, after which the issue was resolved and the procedure continued without further complications, with pulmonary vein isolation successfully completed. No patient complications have been reported as a result of this event.